Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultra2 meter had displayed error 2 messages. The complaint was classified based on the customer care advocate (cca) documentation and additional information when medical surveillance specialist (mss) listened back to the call. The patient reported that the alleged error messages first occurred on an unknown date and time prior to contacting lfs. The patient denies taking any medication to manage her diabetes and reported she exercised as part of her regular diabetes management regimen routine. The patient stated that after the error message appeared she developed symptoms of "headache." On an unspecified date and time, the patient stated when she was able to obtain a result it was 388mg/dl and she fell over on her side. Emergency medical services (ems) was called and she reported being treated by a health care professional (hcp) with morphine for her pain and had an EKG. The patient denied receiving any diabetic medications. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used and there was no misuse of the product. Cca also noted that when the patient pressed the power button the error 2 message occurred. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. Although the patient did not develop symptoms suggestive of a serious diabetes related injury, the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.